Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
A temporal relationship exists between ccpd therapy utilizing the liberty select cycler and the adverse events of infection and cva, which warranted hospitalization. The etiology of the infection and cva is unknown; therefore, causality cannot firmly be established. However, the patient¿s spouse reported the hospital physicians did not assign causality to pd therapy, nor the liberty select cycler. Strokes are common among esrd patients and are attributed to their higher prevalence of risk factors, such as hypertension, heart disease and diabetes mellitus. Based on the information available, the liberty select cycler can be disassociated from the events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) deficiency or malfunction caused or contributed to the serious adverse events. Furthermore, the patient resumed utilizing the same liberty select cycler at home, without any reported issues of machine malfunction or deficiency. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient recently had a stroke. Upon follow-up, the patient spouse revealed the patient was hospitalized (date not provided) due to an infection of unknown origin. While being ¿worked up¿ for the infection, radiological testing revealed the patient suffered a cerebrovascular accident (cva) during the hospital admission. Although the source of the infection and subsequent cva remain unknown, the patient¿s spouse stated the hospital doctor did not attribute the events to pd therapy. The patient continued to undergo ccpd while hospitalized without issue. The patient has since been discharged (date not provided) and is home recovering from the events. The patient¿s spouse stated the patient resumed utilizing the same liberty select cycler as before the events. The patient¿s spouse is now assisting the patient with ccpd therapy, due to residual left-hand weakness from the cva. Subsequent attempts to obtain additional information (e.g. Discharge summary, hospital records) from the patient¿s peritoneal dialysis registered nurse have thus far proven unsuccessful.